Event description:
The patient rolled over in bed, pulling out her i.v. The catheter body was frayed approximately 1/4 inch (.25 inch) below the hub/cannula junction. The remaining portion of the cannula was missing and was not found upon inspection of the patient's bedding and the surrounding area. The physician was called, was unable to palpate the cannula in the patient's arm. X-rays were taken for pinpointing the location of the cannula (it is radiopaque), and were unconclusive. Exploratory surgery failed to discover the missing cannula. (Please note: see report 92-0002. This involves a similar incident with the same patient).device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, visual examination. Results of evaluation: component failure, telemetry failure, other, other. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was not destroyed/disposed of.